Event description:
Information received from the field does not address the patient's clinical status but notes that the patient had only been followed by a transtelephonic monitoring (ttm) company since implant. When an unusual ttm was observed, the patient came into the office for a check. The device could not be interrogated and there was no evidence of output.